Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio observed that the capacitor wire harness showed signs of arcing due to a loose connection. The loose connection caused the reported issue. The energy storage capacitor and the capacitor discharge pcb assembly were replaced and then proper device operation was observed through functional and performance. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to charge for defibrillation. As a result defibrillation therapy would be prevented from being delivered to the patient if needed. There was no patient use associated with this event.